Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were experienced high blood glucose. The blood glucose value was 429 mg/dl and current blood glucose value was 420 mg/dl. Customer treated high blood glucose via manual injection and insulin pump. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.